Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was no reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of spec as it cannot be definitively determined. The root cause, based on available info, is unk as it cannot be definitively determined.

Event description:
On (B)(6) 2013, the pt underwent a diagnostic left heart catheterization (lhc). Pt anatomy was unremarkable. An arstasis device was used to achieve access without incident. On (B)(6) 2013, the pt returned with a cold leg. Angio revealed a clotted off iliac artery (at bifurcation of internal and external) extending down to the bifurcation of the sfa and profunda. A perfusion catheter was placed and the pt was treated with tpa drip via an ekos catheter overnight. F/u angio revealed a napkin ring-like lesion in the distal iliac. Percutaneous transluminal angioplasty and stenting was performed. The physician believes the pt had rpe-existing plaque that was disrupted by a wire or catheter while performing the original lhc procedure. The pt recovered with no further sequelae and was discharged on (B)(6) 2013.